Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited noise. The noise was oversensed resulting in pacing inhibition for greater than two seconds for this pacemaker dependent patient. An invasive procedure was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the device was near elective replacement indicator (eri). The device and lead were successfully explanted and replaced. The return of the product is not expected. The hospital kept the device and lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.